Manufacturer narrative:
(B)(4). The device was returned to baxter and evaluated. Initial testing experienced a constant downstream occlusion alarm caused by a failed downstream sensor. Downstream sensor current readings were found to be above spec. This elevated signal level is the cause for the downstream occlusion alarm and with a false downstream occlusion present the pump will not auto-restart. Downstream sensor was replaced and the unit was reworked.

Event description:
It was found during the baxter eval of a spectrum pump has a constant downstream occlusion alarm and will not auto restart. It was also reported there was no pt injury.